Event description:
Reached out to diabetes educator who stated: 4 patients purchased bd nano pro pen needles from four different individual pharmacies. Stated, two patients are using humalog and the other two are using, novolin with the pen needles. Stated, the four patients reported "skin irritation" after using nano pro pen needles but only one patient is going to an allergist for testing. Diabetes educator could not provide any product information, (lot or catalog number) date of event: unknown samples: no stated, she will take reference number and ask each patient to call in to provide more details. No guarantee the patients will call in. Sent: tuesday, january 9, 2024 11:05 am email sent to a embecta employee "I am a diabetes educator with the (B)(6), and am hoping you can answer a question for me. Do you know if there have been any changes in the bd nano ultrafine 4mm needles recently? The reason I¿m asking is that we have had an increase in the number of gestational diabetes patients having a reaction at their insulin injection sites. Usually switching brands of insulin has been effective, however hasn¿t been lately, so I¿m trying to rule out other causes".

Manufacturer narrative:
4 pen needles affected by this issue. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.